Manufacturer narrative:
H11: the actual device was not available; however, a video of the sample was provided for evaluation. Visual inspection of the video showed a leak at the connection of the cartridge tubing and heparin syringe. The specific defect that allowed the leakage was not visible in the video. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the leak was not determined as no further or actual sample testing could be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed from the "c3 line heparin connection" during hemodialysis with a cartridge blood set. There was no report of patient injury or medical intervention associated with this event. No additional information is available.